Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the tubing. The patient's blood glucose at the time of incident was 188 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was not pressing on the drive support cap while connected to the insulin pump. The insulin pump was returned for analysis.